Event description:
The user is a non-user and has pain, dizziness and headaches, probably not related to the implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.